Event description:
It was reported that the vns patient was seen for follow up by the neurologist due to an increase in seizure activity. The relationship of the increase in seizures to the pre-vns baseline is unknown. Further follow up revealed that a normal mode diagnostic test was performed at the follow up visit, and the results were within normal limits, and the eri flag was set to no, indicating that the device was not at end of service. In addition, a battery life calculation was performed with the available programming history, and the result revealed that the device is not likely at end of service. The physician was unsure of the cause for the recent increase in seizures, and there was no mention of any contributory factors. The physician has referred the patient to a surgeon for a prophylactic generator replacement.